Event description:
Epidural catheter placed for pain management in patient on or about 8/8/97. Control of pain subsided and physician ordered catheter to be discontinued on 8/11/97. I.v. Therapy nurse, acting on dr.'s order, arrived to remove catheter. Nurse states upon removing dressing, she noted large quantity of fluid saturating the dressing and bed linens. Also, nurse reports the catheter fell out of insertion point, leaving remains in the subcutaneous tissue. Nurse immediately inspected the catheter to see if black tip was intact, and noted the tip was not present. Nurse contacted a co-worker to verify findings. Immediate call placed to attending anesthesiologist and on-call anesthesiologist. Concurred that leaving fragment in place would be acceptable until the morning when they would attempt to locate and remove. C-arm radiography revealed the retained foreign body and patient was taken to surgery for removal of fragment. Physician recovered approx. Four inches of device from epidural space. Incident has been reported to MFR.